Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be confirmed. The cause of the issue was found to be that the duck head adapter was not making consistent electrical connection to the duck head plugs. No further action will be taken with this device as it is a pfg and will be scrapped. A service history review found that this was unrelated to previous repairs as the product is a non-repairable supplied item.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had power supplies failed due to the recalled connectors. There was no patient involvement, and no patient harm/adverse event reported.